Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a solent omni thrombectomy system. The pump, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. There was a small amount of fluid in the boot and waste bag when received. Inspection of the device revealed that there were numerous kinks through the shaft of the device. The boot vent hole was inspected and it was acceptable and went completely through the boot wall, as intended. Functional testing was performed by placing the device in the angiojet console. The complaint device failed to prime and the ¿connect saline supply¿ error was displayed on the console and the boot filled up with water. The shaft was inspected to see if there were any hypotube damage. It was revealed that the hypotube was fractured/broken 25.5cm proximal from the tip. The hypotube fracture surface was ovaled, which suggests the device was kinked prior to separation. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 21mar2018. It was reported that the catheter would not prime and there was a leak in the pump. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure in the superficial femoral artery (sfa). During preparation, the catheter would not prime and there was a leak in the pump balloon. The device did not enter the patient. The procedure was completed with a different device. There were no patient complications reported. However, device analysis revealed a broken hypotube.